Event description:
Patient had two endeavor sprint rx drug-eluting stents implanted. The patient was admitted to hospital approximately 3 months post procedure with symptoms of upper gastrointestinal (gi) bleed and underwent gastric surgery for repair. Patient had post operation complications of prolonged gastroparesis. It is reported that aspirin was held prior to admission for the symptoms. Plavix was held during hospitalization, but resumed upon discharge. Investigator indicated that event was not related to the study stent. It is reported that the patient recovered with treatment. (MFR report# 2953200-2010-00870).

Manufacturer narrative:
(B) (4). Results: gi bleed.